Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, the bard device may have caused or contributed to the events as alleged. The patch had been implanted for approximately 15 years prior to explant. The patient's clinical course is unknown for the time period between implant and explant of the device. The explanted patch was not returned for evaluation. At this time the results of this investigation are inconclusive. Regarding infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, fistula formation is listed in the adverse reactions section as a possible complication. Without the lot number it is not possible to definitively identify the bard device in question as being part of the composix kugel recall initiated in december 2005. However, the patch was described as being a "large" patch and all of the large composix kugel patch sizes were included in the recall. Should additional information be obtained or if the sample is returned for evaluation, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is reported that on (B)(6) 2003 the patient was implanted with a "large kugel composix". As reported on (B)(6) 2018 the patient underwent explant of the patch. Per the patients' md "the plastic ring broke and perforated transverse colon. Documented by colonoscopy, CT, and operative findings, pathology report. Mesh became infected and led to colocutaneous fistula. Required mesh removal, colon resection, biologic mesh placement, still recovering." Patient is noted to have a history of "failed hernia repairs".